Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was very hot to touch, almost burning the hand of the patient. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #703295610: model#: 24950j, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed defective rf (radiofrequency) head battery; remote monitor fail during interrogate test; returned with nickel pin contact; and found error codes (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.